Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of potassium chloride (kcl) 20meq in a 50ml IV bag. The medication was intended to be infused over one (1) hour. There was patient involvement but no harm. Bd learned additional information. It was reported that the night nurse programmed the pump via interoperability and hung the first bag of potassium, then they went to the other patient's room to check on the patient and came back to make sure everything was okay. It was noted that approximately 15 minutes later, the potassium bag was found empty. The nurse waited about an hour, then they changed the channel, used the same IV tubing, scanned everything, hung the second bag of potassium. The nurse stayed in the room and noticed the infusion was infusing fast and immediately stop the infusion and turned this channel off. The nurse then manually programed the pump as basic infusion for 50mlhr. He had no issues and was able to infuse two (2) IV bags of potassium. The day shift nurse came in, changed the pcu and pump module but not the tubing. Used the same IV tubing set up as the night shift rn. Pump was programmed via interoperability and had no issues with the fourth bag of potassium.

Event description:
It was reported that there was an over infusion of potassium chloride (kcl) 20meq in a 50ml IV bag. The medication was intended to be infused over one (1) hour. There was patient involvement but no harm. Bd learned additional information. It was reported that the night nurse programmed the pump via interoperability and hung the first bag of potassium, then they went to the other patient's room to check on the patient and came back to make sure everything was okay. It was noted that approximately 15 minutes later, the potassium bag was found empty. The nurse waited about an hour, then they changed the channel, used the same IV tubing, scanned everything, hung the second bag of potassium. The nurse stayed in the room and noticed the infusion was infusing fast and immediately stop the infusion and turned this channel off. The nurse then manually programed the pump as basic infusion for 50mlhr. He had no issues and was able to infuse two (2) IV bags of potassium. The day shift nurse came in, changed the pcu and pump module but not the tubing. Used the same IV tubing set up as the night shift rn. Pump was programmed via interoperability and had no issues with the fourth bag of potassium.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-12212 is a concomitant. Please refer to manufacturer report number 2016493-2024-12211, which captured the correct suspect device per investigation report.